Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00045 on 18-nov-2020. Additional information (10-may-2022): the investigation performed by siemens determined the analyte concentration is incorrectly displayed and reported to the laboratory information system (lis), but patient test results are correctly flagged as outside the analyte measuring range. The reported behavior does not affect the patient test results or system performance because results with '> measuring interval' would require further dilution and repeat testing. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that the creatine kinase measuring interval is 5.0 - 3000 u/l, and the laboratory set an automatic dilution factor to 10. Siemens is investigating the event.

Event description:
The customer obtained a discordant, falsely depressed, creatine kinase result on an atellica ch 930 analyzer with serial number: (B)(4). The falsely depressed result was not reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate atellica analyzer. The customer obtained the result of >30000 u/l and reported to the physician(s) as the correct result. There are no known reports of patient intervention, or adverse health consequences due to the falsely depressed creatine kinase result.